Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Product identification and expiration date - unknown. Date explanted - unknown. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-06263 & 08533).

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, deep infection of (B)(6) was noted. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2009. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, deep infection of (B)(6) was noted on (B)(6) 2009. Patient was treated with an irrigation and debridement procedure on an unknown date. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, deep infection of (B)(6) was noted on (B)(6) 2009. Patient was treated with an irrigation and debridement procedure on an unknown date. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.